Event description:
It was reported that the pump has broken downstream occlusion (dso) sensor and needs repair. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a damaged downstream occlusion (dso) seal. The dso readings were very low at 28 mv. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor assembly, and the pump passed all functional tests and performed as intended after repair.